Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient was admitted with distal sternal wound drainage. The patient was readmitted with a driveline infection with s.aureus. The patient was placed on IV antibiotics. The patient is now on oral antibiotics.

Manufacturer narrative:
The report of infection could not be confirmed through this evaluation. It was communicated that the patient was treated with IV antibiotics and was subsequently placed on oral antibiotics. Although a root cause for this infection could not be determined, the patient remains ongoing with vad-4228 and no additional complaints have been reported at this time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.